Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility reported that a blood leak occurred during a patient¿s hd treatment. The blood pump rotor on a fresenius 2008t hd machine was reported to be the cause of the leak. Additional information was obtained through follow-up with the pct. Approximately two hours into treatment, the machine alarmed with an air detector alarm. The pct then noticed blood on the machine, beneath the blood pump. The pct said the blood pump rotor was cutting into the bloodline, which caused the blood leak. There were no issues with the bloodline itself; it was confirmed that no damage was found on the device prior to treatment initiation. Following the event, the treatment was paused and approximately 50 ml of blood was returned through the arterial line. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was moved to another machine and re-setup with new supplies. They completed treatment without further complication. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the leak, the machine involved was removed from service. The facility¿s biomedical technician (biomed) replaced the blood pump rotor to resolve the reported issue, and the machine was confirmed to be working again. A photo of the blood pump rotor was provided for review. Additionally, the rotor was reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, a photo of the sample was provided for review. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility reported that a blood leak occurred during a patient¿s hd treatment. The blood pump rotor on a fresenius 2008t hd machine was reported to be the cause of the leak. Additional information was obtained through follow-up with the pct. Approximately two hours into treatment, the machine alarmed with an air detector alarm. The pct then noticed blood on the machine, beneath the blood pump. The pct said the blood pump rotor was cutting into the bloodline, which caused the blood leak. There were no issues with the bloodline itself; it was confirmed that no damage was found on the device prior to treatment initiation. Following the event, the treatment was paused and approximately 50 ml of blood was returned through the arterial line. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was moved to another machine and re-setup with new supplies. They completed treatment without further complication. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the leak, the machine involved was removed from service. The facility¿s biomedical technician (biomed) replaced the blood pump rotor to resolve the reported issue, and the machine was confirmed to be working again. A photo of the blood pump rotor was provided for review. Additionally, the rotor was reportedly available to be returned for evaluation.